Manufacturer narrative:
The disposable set has been returned to belmont for investigation and evaluation is in process. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. There is not enough information available at this time to draw a conclusion about the root cause of the reported burning odor. It was reported that there was no injury to the patient. The manufacturing batch records for this lot were reviewed and no related anomalies were identified. A review of past complaints indicates that there have been no other complaints related to this lot number. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A follow-up report will be provided upon completion of the investigation.

Event description:
Belmont's distributor received a report from the user facility that a burning odor was noted 1-2 minutes after infusing of prbcs and warmed plasma.